Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to fracture of the tibial bearing. Patient had recently walked 600km in (B)(6) and noticed pain, discomfort, hyper-extension and instability in affected knee. The fractured bearing was removed and replaced and the patella was resurfaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."